Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus valve involved partial and complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Same day as the index procedure, subject was noted to have perforation of the left ventricle. Per (B)(6), perforation of the left ventricle was stitched and the subject was transfused to treat the event. Three days post index procedure, subject died and per (B)(6), the primary cause of death was "perforation left ventricle twice due to safari wire."

Manufacturer narrative:
Boston scientific (distributor for the safari guidewires) has notified us that after further investigation it was discovered that this event MDR 2126666-2016-00008 and MDR 2126666-2015-00073 were the same patient, same procedure. A follow-up report will also be submitted for MDR 2126666-2015-00073. Product was disposed of by end user.